Event description:
On (B)(6) 2013, the regional clinical specialist reported a patient in the (B)(6) went into dka while using the infusion device. On follow up call, patient reported she began to have concern with elevated blood glucose levels on the morning of (B)(6) 2012. Patient stated she had a reading of 236 mg/dl but did not feel any symptoms. Patient reported she attempted to bolus to bring it down. Patient's target blood glucose range is around 120 mg/dl. Patient stated she had other issues going on as to why she wasn't feeling 100%. Patient reported the cause of the elevated blood glucose concerns and the hospital episode was due to the insulin cartridge being halfway full of air. Patient stated there were not any air bubbles, but the cartridge was half full of air as if the piston rod retracted somehow. Patient reported she may have accidentally retracted the piston rod while reattaching the infusion device to her body after a shower. Patient stated her blood glucose level was in the 300's mg/dl all day and she also had a sore throat. Patient reported she went to bed and woke up at 3:30 am with a stomach ache and urinating frequently. Patient stated her blood glucose level was 404 mg/dl at that time so decide to giver herself an insulin injection. Patient reported she vomited so she decided to drive herself to the hospital. Patient stated her blood glucose level was 436 mg/dl when she arrived at the hospital. Patient reported the nurses at the hospital only treated her with an IV full of normal saline. Patient stated she was not admitted to the hospital. Patient reported she was in the hospital for 4 hours and the doctors told her it was a mild form of ketoacidosis. Patient stated she was released without any special instructions. No product was requested to be returned for evaluation.